Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event dates: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled, myocardial fibrosis and mitraclip: does it even matter? - (B)(4).

Event description:
This is being filed to report patient death. It was reported through a research article identifying mitraclip that may be related to patient death. Details are listed in the attached article, titled myocardial fibrosis and mitraclip: does it even matter? No. Additional information was provided.

Manufacturer narrative:
(B)(4). The unique device identification (UDI) is unknown as the part number was not provided. A review of the lot history record could not be performed as lot number was not provided. Based on the information reviewed, a conclusive cause for patient effects is unknown. The reported patient effects of death is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.